Manufacturer narrative:
For system reported catalogue # vamf3838c100tu, serial # (B)(4), use by date: 2018-10-19, upn: (B)(4). Failure to follow instructions bare spring implanted within another device film evaluation summary: the cause of the unknown endoleak could not be determined from the films provided. Angiograms returned during implant revealed that 2 valiant stent grafts were implanted, positioned from just distal to the lca, and extending across the arch and into the descending thoracic. Final angio showed an unknown endoleak from just above the junction with the distal device. An additional short freeflo device was then seen implanted across both main devices overlapping the area of the previously seen endoleak. Final angio showed a reduction but unlikely complete resolution of the endoleak. CT¿s 2-days later again showed contrast around the perimeter of the stent grafts, along nearly the entire length of the taa. Same day angiograms showed that 2 additional 200mm length valiant stent grafts had been implanted within the three (3) initially implanted devices; and the previously seen endoleak appeared to have resolved. Angio injections prior to implanting were not seen in the films. The exact source/type of endoleak could not be determined. This appears most likely to have been a late type IV caused by fabric porosity, but cannot rule out a proximal type I endoleak or a type iii fabric endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant devices are: catalogue # vamc4242c200tu, serial # (B)(4), use by date: 2019-05-15, upn: (B)(4); catalogue # vamf3838c100tu, serial # (B)(4), use by date: 2018-10-19, upn: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm thoracic aortic aneurysm. It was reported that the patient present emergently with chest pain. A CT showed that there was an unknown endoleak, either a type I endoleak or a type iii separation endoleak. The physician elected to implant two additional valiant stent grafts, modeled the stent grafts with a balloon and the unknown endoleak was resolved. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.